Event description:
Pump was reported to go into failure code 538:320:717:000 during clinical use. Channel a was infusing dopamine, channel c was infusing total parental nutrition, and an antibiotic was started on channel b. The pump then alarmed with failure code 538:320:717:0000 and shutdown all three channels. The pt's blood pressure was reported to have dropped but no medical intervention was required and no pt injury resulted.